Manufacturer narrative:
"Product code" has been corrected. "Common device name" has been corrected. The directions for use for the device includes the following precaution statement: "avoid excessive tension on the mesh during handling and positioning to prevent damage to the device." The most probable cause for the suture detachment is that the tensile strength exerted on the suture material exceeded the ultimate strength of the material, or a design limitation. The probable root cause for the suture detachment has been corrected from could not be determined to design. A CAPA has been initiated to address this issue. The probable root cause for the bent carrier has been corrected from could not be determined to operational context as the carrier was able to properly deliver the first three mesh legs properly before the fourth needle became detached and lodged in the capio's cage.

Manufacturer narrative:
The lot # of the device is unk; consequently, the manufacture and expiration dates cannot be determined. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corp that during an anterior pelvic floor repair procedure using a pinnacle pfr kit, the first three mesh legs were placed successfully. The fourth mesh leg was then placed through the left arcus tendoneus. After firing the needle, the capio suturing device was removed, but no needle was found within it; the suture was present, but the needle had detached. The physician completed the procedure by suturing the mesh leg in place using a separate, stand-alone suture. The pt is reportedly "fine" post-procedure.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle pfr kit, the first three mesh legs were placed successfully. The fourth mesh leg was then placed through the left arcus tendoneus. After firing the needle, the capio suturing device was removed, but no needle was found within it; the suture was present but the needle had detached. The physician completed the procedure by suturing the mesh leg in place using a separate, stand-alone suture. The patient is reportedly "fine" post-procedure.